Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector tubing was clogged during the flush. The following information was provided by the initial reporter: "lumen with blue clamp of trifurcate tubing will not flush."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-sep-2022 . H6: investigation summary 1 used sample for model#mz9270 was returned for quality investigation by the customer. It was reported by the customer that the lumen with blue clamp of trifurcate tubing will not flush was observed. Prior to functional testing the sets were visually examined. The set was examined for defects and abnormalities for flow issues and was observed that it was not able to flush when the tube was connected to a 10 ml bd syringe filled with saline solution. Then the lumen with blue clamp of trifurcate tubing was cut down to examine for the excess of solvent under magnification. It was identified that residue of solvent/ medication was visible inside of the assembly. Also, for further testing to see what the occlusion may be, the tubing was taken out totally and the occlusion cleared. Fluid started flowing normally. This may be due to the solvent/medication part being washed out from the tubing during testing. However, the residue can still be clearly observed inside tubing. A quality notification has been sent to the manufacturer. A device history record review for model#mz9270 and lot number 21105555 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot # 21105555. Memo received from the supplier and further investigation information and root cause analysis was defined in detail as below: it was reported by the customer that trifurcate tubing did not flush. During a visual and functional evaluation, an occlusion due excess of solvent was confirmed. The excess of solvent was detected in the engagement tubing. During the investigation it was noted that the omission of the usage of the air fixture could occlude the pieces, therefore, it could be considered a potential root cause. During the investigation, it was attempted to replicate the failure mode reported, through the omission of the instruction documented. Root cause analysis: once the investigation was performed, and after attempting to replicate the failure mode reported by the customer, the cmrb team defined that is very likely that the occlusion per solvent in the fluid path has been generated due to the operator omitting the use of the air sweep fixture. The omission of this step allows the accumulation of solvent in the engagement until it dries. Due to this, it was considered as potential cause of the failure mode reported.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector tubing was clogged during the flush. The following information was provided by the initial reporter: "lumen with blue clamp of trifurcate tubing will not flush."